Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(cloudy).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-1690k is available in the USA with a 510k number k131902. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb out of focus. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module with drive pcb. In addition, our technician confirmed that the lcb (light carrying bundle) broken, the insertion flexible tube compressed (short in length), the nozzle gluing missing, the operation channel (primary) leak, the remote control buttons cut, and the u/d and the r/l pulley wires worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.